Manufacturer narrative:
Complaint no: (B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced an overload of solution coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized fifteen days prior to the receipt of this report and remains hospitalized at the time of this report. The treatment and outcome of the reported event were not reported. The action taken with pd therapy was not reported. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.